Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: there was no damage to keypad observed. The 'ok' button was unresponsive and the 'down/up/contrast' buttons were responsive to user input. All button spring back when pressed. Contamination was found under 'ok' button contact while minor contamination was found under 'up/down/contrast button contract.